Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it passed all functional testing. However, the insulin pump had intermittent down arrow button response due to a flattened button dome switch, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer called to report that there is damage to the insulin pump. Customer stated that the damage is in the top right corner of the casing next to the lcd screen. The blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.